Manufacturer narrative:
The customer did not retain the product lot information for this pak, therefore the device history records traceable to the reported procedure pack could not be reviewed. Device history records traceable to the reported procedure pack could not be reviewed. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient experienced toxic anterior segment syndrome (tass) in the right eye following a cataract extraction procedure. The patient presented 1 day post op with aqueous cell and fibrin. Cultures were not taken. The patient required an increase in the frequency of non-steroidal anti-inflammatory drug (nsaid) medication. The patient is reported to be improving with topical medication adjustment. This is the first report of three for this patient.

Manufacturer narrative:
This report represents patient two of three from this facility. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).